Manufacturer narrative:
Pr 13197282 follow up MDR for device evaluation: two photos and one physical sample were provided for evaluation. Upon inspection, damage was observed on the cylinder between the 0¿10 ml markings. This type of damage results in incomplete seal between the stopper and the barrel as the stopper passes through the impacted area. As a result, a gap may form which can lead to leakage. A device history review for lot 2507055 confirmed that no deviations or non-conformances occurred during manufacturing that could have contributed to this observation. Products from this line undergo routine visual and functional inspections at multiple stages of production in accordance with established procedures. No issues related to the reported concern were identified during these inspections. Additionally, six retained samples from the reported lot were examined, and no damage or defects were observed on any of these devices. Although no direct manufacturing issue was identified, the observed damage suggests it may have occurred during the scale-marking process. Manufacturing personnel have been notified to reinforce awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: a patient was treated for an allogeneic bone marrow transplant in the context of non-hyperleukocytic aml. Paracetamol 500 mg was prepared in a 30 ml syringe to be administered over 30 minutes via pse. Twenty minutes after insertion, liquid from the syringe was found on the floor. When the syringe was retrieved, all the remaining solution flowed out of the plunger. It was then noticed that the plunger seal was not watertight and that the body of the syringe was deformed and streaked at the graduations between 10- and 0-ml. Clinical consequences and current state of the patient or person involved: the patient did not take her full dose of paracetamol. Risk of infection and gas embolism.